Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Look like they've been cut in half- tampon [device breakage]. Case narrative: consumer reported that she bought her daughter a tampax product and it appeared to be broken in half. No injury was reported.